Event description:
During this patient's tavr (transcatheter aortic valve replacement) procedure while going up with the valve delivery system the sheath malfunctioned and split open - causing the system to kink over. The provider was able to pull the system back which allowed it to straighten back out. However, the bottom edge of the valve flared out during that time and caused a perforation through the iliac artery. This caused the patient to start hemorrhaging. Massive transfusion protocol was initiated, and code blue was initiated. This patient expired as a result of these complications and the family was made aware.